Event description:
It was reported that the right ventricular (rv) lead was suspected to be fractured at the low voltage portion of the lead and triggered a lead integrity alert (lia) due to sensing integrity counter (sic) and high rate non-sustained episodes. Additionally, the lead triggered alerts for out of range (oor) undefined high pacing impedance and for oversensing noise. Subsequently, the patient was inappropriately shocked. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that no inappropriate therapies had been delivered. A revision procedure was performed to replace the rv lead, however, the lead was found to be occluded. The patient was referred to another facility for lead extraction. The fractured rv lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.